Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. Customer¿s blood glucose level was 147 mg/dl, at the time of incidence. Customer did performed the high pressure test. Customer did not mentioned about test result. Customer was okay to troubleshoot. The device will not be returned for analysis.